Event description:
Head of device separated from shaft. Second wand did't work out of box.

Manufacturer narrative:
Visual: pin connection has black carbon in center (return pin area). Also cap not attached to return. Black charring on polymide exposed at cap/return interface. Removed handle to see if there were any shorts in the return area-none found. Requested cable and controller to be returned for additional analysis. 10/18/96:per a/cheng, this failure could be duplicated by putting saline inside the handle and powering the wand. The cap detached on device #2 probably because the device was for some reason susceptable at that joint (possible epoxy breach).